Manufacturer narrative:
An event of a inability to rotate a valve, and a valve not closing properly resulting in acute aortic incompetency was reported. The investigation found that both leaflets were intact and undamaged and that the valve rotated freely. Possible causes of inability to rotate the valve or the leaflet not moving are that the valve was oversized or that there was interaction with the anatomy. Information from the field indicated that the replacement valve was of the same size. Whether there was interaction with anatomy is unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2023, a 19mm regent aortic mechanical heart valve was selected for an implanted. During the procedure after the implantation, it was noticed that valve could not be rotated and one of the leaflet of the valve was not closing properly, resulting in acute aortic incompetency. The valve was explanted and a non-abbott device was implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2023, a 19mm regent aortic mechanical heart valve was selected for an implanted. During the procedure after the implantation, it was noticed that valve could not be rotated and one of the leaflet of the valve was not closing properly, resulting in acute aortic incompetency. The valve was explanted and a non-abbott device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.